Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult or delayed positioning with the anatomy appears to have been a result of procedural conditions. The reported difficult leaflet grasping and difficult leaflet capture appear to have been results of challenging patient anatomy. The reported patient effect of unspecified tissue injury appears to have been a result of the reported difficult leaflet grasping. The reported poor image resolution appears to have been a result of procedural conditions. The reported patient effect of unspecified tissue injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to <1. Patient was on immunosuppressants for years and it is believed that causes friable leaflets. On (B)(6) 2021, the patient presented with cardiogenic shock and increased mr of 4+. There was no treatment for the cardiogenic shock. It was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and the posterior leaflet was torn due to friable leaflets. A second mitraclip procedure was performed on the same day. The first clip delivery system ( cds) was advanced and there was difficulty positioning of the clip due to slda clip flailing and the clip came in contact with the slda clip. Once the clip was positioned at a good location, grasping was performed but was unsuccessful grasping and capturing the leaflets. Several times the leaflets would slip and then additional tissue damage was noted. Eventually, the leaflets were grasped and the clip was deployed, reducing mr from 4+ to 3+. Imaging was difficult during the procedure due to shadowing of the slda. No additional information was provided.